Event description:
The customer and fe described a no boot situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel cable was evaluated and reseated. The system was tested and found to be working as intended and returned to service.